Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected by the customer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: battery analysis at the medtronic energy and components center (mecc) found an opening in the anode separator enclosure near the cathode tab and lithium deposition at the separator opening touching the exposed cathode material. Therefore, the abrupt device voltage drop was most likely the result of an internal short from the deposited lithium material breaching the anode separator and subsequently contacting the exposed cathode material adjacent the anode separator opening.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed shorting/low impedance in the battery. The analyst's comments noted the elective replacement indicator (eri) was reached on (B)(6) 2013 and that a period of rapid voltage depletion was observed beginning the week ending (B)(6) 2013 and tapering off at eri. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Upon further analysis, when the device was powered with an external supply and was programmed to nominal pacing parameters, the system current drain was nominal. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The hybrid was inspected with real time x-ray. Anomalies were found on the solder bumps of a flip chip. However, these anomalies were not suspected as a failure mechanism for the premature battery depletion since the bumps were not shorted (bridged). The analysis was stopped at this point since no battery depletion failure mechanism, such as high current drain, was observed. Also, the hybrid functioned nominally throughout the analysis. The device battery was sent for further analysis.